Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited loss of capture (loc) and a decrease in pace impedance from 800 ohms to 300 ohms. The impedance was low but still within the normal range. A lead revision procedure was performed and the rv lead was successfully repositioned. This product remains in service. No additional adverse patient effects were reported.